Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt used stimulation from (B)(6) 2011 to (B)(6) 2011. One day the pt experienced hives and itching when she turned the stimulator on. The pt experienced the symptoms again when she turned the stimulator on at her hcp office. It was also reported that the pt experienced pain and shocks. Add'l info received reported that the pt decided she no longer needed her sys, and planned to just turn it off.